Event description:
It was reported that pump displayed malfunction alarm malf 16, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. No corrective actions by the customer were described, and no additional resolution was reported.